Event description:
It was reported that the balloon on iab failed to unwrap during use. There were no pt complications.

Event description:
It was reported that the balloon on iab failed to unwrap during use. There were no pt complications.